Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has ifs voltage fault, ifs ad reference fault and vent inop (ventilator inoperable) during patient used. The customer confirmed that there is no patient harm associated with this reported event.